Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk cpi & impella rp with smartassist system section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that during support for 73-year-old male patient, the impella cp had a pump stop after 16 days of support. The device was explanted. The patient is noted to be stable.

Manufacturer narrative:
The investigation for the pump stop has been completed. The pump was returned for investigation. Data logs show several pump stops with alarm 13 (impella stop - motor current high) on the 14th day of pump use. No physical damage was present on the returned product. Upon further investigation, the purge gap was larger than expected. The pump did not start during testing. The cause of the pump stop was bearing wear, based on returned product investigation. The pump stop occurred beyond the 8 day impella cp indication.